Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The lot number was not reported, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, d4: model number, catalog number, lot number, expiration date, UDI - information is unknown. G5, h4 - no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube (bivona) was changed on saturday, 10th of june and the flange snapped on tuesday 13th of june, mother had to perform an emergency tracheostomy tube change.